Event description:
Original report from attorney: in 1998 - pt. Underwent multiple hernia repair surgical procedures, during which the pt. Had a kugel mesh patch implanted. Mesh caused pt. Severe pain, suffering and mental anguish and will continue to do so into the future. Per medical records review: in late 1998 - pt. Underwent a reduction and repair of incarcerated ventral incisional hernia with a trimmed piece of composix mesh. In 1999 - pt. Underwent ventral incisional herniorraphy with a trimmed piece of composix mesh. In 2000 - pt. Underwent ventral incisional herniorraphy with a trimmed piece of composix mesh. In 2004 - pt diagnosed via ultrasound as having a new hernia, not a recurrence. Eight days later - pt. Underwent ventral incisional hernia repair with bard ventralex mesh. In 2007 - pt underwent explant of mesh prosthesis x 2, small bowel resection with anastamosis x 2, ex-lap with extensive lysis of adhesions. On the following month - pt. Underwent re-opening of recent laparotomy, debridement of abdominal wall muscle and fascia and excision of a piece of mesh not removed from previous surgery. Antibiotics for sepsis.

Manufacturer narrative:
Report indicates that the pt had and was treated for a recurrence and adhesions, which are known possible adverse events listed in the IFU. Neither the initial event report or medical records provided do not specify or indicate a specific product problem. Additionally, no product was returned for evaluation, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event. See MDR 1213643-2009-00355 for info related to the composix mesh implanted in 1999. See MDR 1213643-2009-00356 for info related to the composix mesh implanted in 2000.